Event description:
Received a voluntary medwatch form from a director of surgical services, who reported following uneventful bilateral prk surgery, a patient presented with bilateral infiltrates at the 6 day post-op exam. Post-op meds were changed and the patient was on a daily recheck schedule. At day 7 post-op, the slit lamp exam showed a decrease in the epi defect and infiltrates. Additional information has been requested. This report is for the right eye, the left eye will be reported on manufacturer report #3003288808-2012-00115. Meds changed to: fortified vanco q 30 minutes, zymaxid q 2 hrs, polytrim qid, sacitracin unghs. Re-check daily. (B)(6) 2012 - sle - decrease in epi defect and infiltrate. Advised to continue meds. Will continue to see daily until resolution. Vasc 20/60 od, 20/50 os vasc ou 20/40.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4). Additional information from the user facility report: MFR: alcon, (B)(4), model #: allegretto.